Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, pump battery was not holding its charge. Contact did not provide further information and did not have pump at time of report to perform a pump system check. Upon follow up, contact declined tandem technical support's offer to troubleshoot and declined to provide further information.